Event description:
It was reported that the ventilator alarmed for ventilation stopped while used on a patient. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device was investigated by our field service technician. The control pc board was replaced, and after the device pass all tests and a simulated ventilation test, it was returned back to service. The replaced pc board was not returned. The evaluation of the returned device logs can confirm the reported technical error alarm during ventilation. The alarm was followed by an additional technical alarm which indicated stop of ventilation. The logs show that the technical error alarms were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. No more technical error alarms were generated after the ventilator was turned off, and turned on again. Our conclusion is that the most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event. (B)(4) MFR ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).